Event description:
The respiratory therapist was standing in front of a high-frequency oscillatory ventilator. She had noticed that there was a change in delta-p and mean airway pressure was fluctuating by 10. Behind the therapist were 7 staff members using iphones. When asked to move away from the vent, the delta-p stopped fluctuating.======================manufacturer response for 3100a high frequency oscillator, (brand not provided) (per site reporter)======================known issue documented in operators manual